Event description:
It was reported that during an unspecified orthopedic surgery, it was observed that the attachment device would not hold the blade device. There were no delays to a surgical procedure as a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date: the device manufacture date is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).device evaluation:the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. It was determined that there was foreign fibrous material left behind by a cleaning instrument in the device, which caused the locking mechanism to malfunction. The assignable root cause was determined to be due to improper cleaning, which is misuse, abuse, and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.